Event description:
Pt classified do not resuscitate central cardiac monitors to ICU #2 alarmed approximately at 1100 and denoted asystole and immediately checked pt and found external pacer screen showing ma "o" rate pam 80. Immediate external pacer reset of ma to original setting of 160 and pt responded immediately cardiac rhythm to demand paced rate of 80 nsr v-paced and pt bp and perfusion regained to baseline. However, incident re-occurred approx greater than 5 less than 10 times with a need to reset external pacer ma. Electronic maintenance paged stat and responded immediately to floor to trouble shoot. Monitor connections had been checked prior and verified pediatric quick combo patches intact.